Event description:
Customer called and reported in cycle 3 with kit xt001 lot a907 a blood pump error while emptying chamber. The customer detected a leak in the photoactivation module at the position of the ingoing tubing line. No other alarms occurred. Css informed the customer that in case of a leak the volume should not given back to the patient. Customer aborted the treatment and the attending physician instructed to give back the volume by manual return. Customer weld off the photoactivation module and had given back the rest of the volume in the kit. Platelet count: 325000. Used ac: 10000 i.u. Heparin in 500 ml saline, ratio 10:1. Patient was in stable condition and patient was treated again with a new treatment same day with one cycle. Customer will be returning the product for investigation.

Manufacturer narrative:
Batch record review of lot a906 was conducted. There were no non conformances related to this type of event for this lot. Lot met release requirements. Trends have been reviewed for this complaint category and no trends have been detected. The assessment is based on information available at the time of the investigation. No product has been returned for investigation at the time of this report; therefore, final investigation findings are still pending. (B)(4).